Event description:
The manufacturer received a report from the (B)(6) orthopaedic association national joint replacement registry (aoanjrr). The report provides information on the usage and outcomes of the aequalis total reverse shoulder system based on the data collected by the aoanjrr. This report includes an analysis of the clinical data that was collected from (B)(6) 2004 and (B)(6) 2021. During the review of the report, it was identified that 4 patients experienced pain which required revision surgery.

Manufacturer narrative:
The reported event that 4 patients required revision surgery due to pain could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the national registry. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.     If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.   Please note, that reports received from the australian registry are not published reports and therefore web link is not available.

Event description:
The manufacturer received a report from the australian orthopaedic association national joint replacement registry (aoanjrr). The report provides information on the usage and outcomes of the aequalis total reverse shoulder system based on the data collected by the aoanjrr. This report includes an analysis of the clinical data that was collected from april 2004 and june 2021. During the review of the report, it was identified that 4 patients experienced pain which required revision surgery.

Manufacturer narrative:
Correction to product code and common device name